Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display . The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the pump was getting low battery and the pump was off after changed battery several times. Customer stated that the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The insulin pump will not be returned for analysis.